Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button was missing when trying to issue medication. A technical support specialist closed and relaunched the application, then had the customer try again. The button reappeared, and the customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the issue button was missing when trying to issue a medication. Application was closed and relaunched then the button reappeared and the nursing staff was able to issue the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.